Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(4) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the up button is not responding consistently to user input. There is a rip in the rubber at the okay button. There is no evidence of product misuse, moisture, or corrosion associated with the reported issue. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 10/14/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/27/2013 with the following findings: testing confirmed no response to button presses on the 'up', 'down' and 'contrast' buttons. The 'ok' button responded to user input. The keypad cover was observed to be torn across the top of the 'up' button, exposing the button contact. The keypad cover was removed to check condition of the button contacts. Corrosion was observed under the contacts of all buttons and the 'up' button contact was inverted. Unrelated to the initial complaint, the display screen was observed to be dim and discolored. The faded display was replaced with a test display and found to be fully functional with no visible signs of fading or discoloration of text. There was no evidence of moisture ingress visible inside the pump. Audible alarm testing was prohibited related to unresponsive keypad.